Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported that analysis of the lvad indicated potential issues with the motor follower bearing(s). The waveform analysis also showed abnormalities. The manufacturer informed the pt services coordinator of the analysis results, and the hospital is determining a plan for the pt. The pt has not been experiencing any alarms or changes in pump sounds. The pt is in the hospital for other medical complications unrelated to the device and remains stable with the manufacturer's lvad.

Manufacturer narrative:
Pt remains ongoing with the manufacturer's lvad while the hospital is determining a plan for the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.